Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the generator was scheduled for change out since last device check noted estimated longevity of 7.3 months. During subsequent follow-up, the device could not be interrogated with 3 separate programmers. It was suspected that the device may be past eol. The device was explanted and replaced. The patient was in good medical condition following the event.